Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue is now resolved. The patient has no further complaints.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called in and reported that they continued to have the same issues with the adaptive stim. Pt stated that the controller would not be able to read the position they were in, and the intensity would change without them changing it. They had followed up with their representative patty said to call patient services for a replacement controller. Agent attempted to explain that replacing the controller would not resolve a therapy issue. Pt requested to speak with someone from the management team. Agent reviewed someone would reach out the next day.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). H3: analysis of the controller (serial# (B)(6)) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep called while meeting with pt who reports that they noticed a few weeks ago that their intensities displayed on the controller  were not consistent with their adaptive stimulation (as) position. Pt reports that his screen after pressing check position also showed that he was frequently lying left when he was flat or reclined. Pt also reports feeling a strong intensity from the ins that he thought his wife could feel as well when changing positions that was reported as uncomfortable. The rep reports that she reset all the positions and reoriented the ins for as, and it appears to display correctly on both the cp and the pt programmer. The rep reports that the intensities programmed for certain positions are still displaying incorrectly, even when the position itself after pressing 'check position' is displayed correctly. The rep gave the example that when upright pt intensities are 2.6, 2.8, 2.8, and 2.8ma for programs 1-4. When pt changes to lying flat they are programmed to 2.4ma for program 1 and 1.1 ma for programs 2-4. When the pt lies flat and waits the 3 seconds for their transition (the rep confirmed all transitions set to 3 or 0 seconds), and presses check position, it correctly displays that they are lying flat but the intensities shown are still from upright. The pt reports that the intensities feel correct and he does not feel too strong of intensity as he did before, and that when he attempts to turn stim down, from the 2.8, it jumps to 0.9ma, indicating that it was in fact at 1.1ma and not at 2.8ma. The rep reports that they pressed check position again after pt had been in the lying flat position for 30 seconds, and the position still showed correct but the intensities were still incorrect. The issue was not resolved through troubleshooting. An email was sent to repair to replace the controller. Pt called back stating they got their controller replaced but still had the same issues with adaptive stim. When the pt would be in a laying down position it would show them they were standing up. When in a laying down position it would provide the intensity level that should be for standing up. Pt noted that when adjusting their stimulation intensity it would jump from 1.1 to 2.6. Pt said it did not matter the group they were on for the adaptive stim was not working. Their rep said to call patient services. Pt said they got their ins reprogrammed on the 25th for over an hour. Pt was redirected to their hcp and to also call their rep. Additional information received from a manufacturer representative (rep). It was reported the patient's controller was replaced on (B)(6) 2023. The replacement controller was demonstrating the same issue. The patient was instructed to turn adaptive stim off for now and allow the battery to continue to heal in the pocket for another month. The rep spoke with the healthcare provider who ordered an x-ray of the battery site to determine if the battery had rotated in the pocket since implant. It was noted follow up was planned in about a month.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.